Event description:
The blood glucose device and its based were melted and scorched after cleansing it. No pt or staff was reportedly impacted. It was reported the device is cleaned with alcohol preps when needed. A request was made for the return of the suspect device and replacement product was sent.